Event description:
It was reported by the representative that the two tlc55 were used during a hemicolectomy procedure. It was reported that there was a lockout on the cutters. The third device worked. The sales representative reviewed the process of changing out reloads with the gen/gyn coordinator. There was no pt consequence.